Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up and down arrow buttons were over responsive and that the okay button was under responsive. The reporter alleged both under and over delivery of insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: the okay button was found to be hypersensitive; the up and down arrow buttons were found to be normally responsive. The keypad was removed and the okay dome switch was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.